Event description:
Additional information received indicated that the patient's leads were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
The reported event of high impedance was confirmed. Returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Related manufacturing number: 1627487-2021-01201. It was reported that the patient's system began auto reducing due to high impedance on the leads. As result, the patient by undergo surgical intervention on a later date.